Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the customer informed the technical support engineer (tse) they experienced an error 86. The customer was in the middle of swapping the patient side cart and vision side cart when they call in, so the tse was unable to view logs. The customer stated that they tried to power cycle several times with no change prior to calling in. The customer brought in sk0237 vsc and da vinci was ready was heard. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The core redundant power tray assembly was returned for failure analysis, and the reported error 86 was confirmed but not replicated. In artemis logs, error 86 was found indicating out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. The 2 power supplies of this unit were also checked for 12v output with a multimeter, and it passed. This core redundant power tray assembly was installed, programmed and tested on the pca is4000 golden system, with no issue on startup and no errors or failures were triggered. This assy went through a 24 power cycles with no issue, idle in normal mode for 24 hours with no issue and no error triggered. This assy remain on the system for 3+ days, went thru several power cycles process and several idle mode process with no issue. Reviewing the history and error logs there were 3 intermittent incidents in a 6-minute timeframe. As a result of this test, findings, and investigation, failure analysis concluded that the intermittent occurrence of error 86 could be an issue with the ipd board and potentially the root cause of the reported event. The potential root cause for this failure can be attributed to an issue with a module or component within the ipd board. This issue can be resolved by switching to a different vision side cart (vsc).